Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 50 mg/dl. The customer declined troubleshooting for the sensor glucose verses blood glucose and for low blood glucose also. The customer also stated that, the tape was not sticking to the sensor. The sensor and insulin pump were not expected to be returned for analysis.